Event description:
It was reported via phone call, that the customer was hospitalized due to hyperglycemia. Customer's blood glucose levels at the time of hospitalization 248 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated with intravenously. It was also reported that the customer received a excessive no delivery alarms. Customer's blood glucose level at the time 324mg/dl. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, error, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm, and self tests. No excessive no delivery alarms were noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to complete functional testing due to the prime anomaly. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.